Event description:
Doctor reported the blades are leaving an oily coating on the patient's condyle. Another blade from the same lot was used to remove this oily substance from the condyle. No delay or patient harm was reported.

Manufacturer narrative:
Evaluation of the device showed spotting of silicone on the inner blade. CAPA has been initiated to investigate oily residue.